Event description:
Customer ran a control test on his breeze2 meter and received a reading of 198mg/dl. The approximate normal control range is 90-123mg/dl.no adverse events were alleged. Customer could not provide strip information but gave meter information.new meter and strips were sent to the customer and he was asked to return his strips for evaluation.